Event description:
A "check again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia, confusion, tremors, sweating, coldness and was unable to self-treat, requiring treatment of water, sugar and glucose via i.v provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected is an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. The cause of the sensor to terminate was liquid ingress. A further extended investigation was conducted. Visual inspection was performed on the returned sensor, no issues observed. The initial scan was reviewed and the sensor was observed to have been in state 8 with event log 11 and event log 9 . Leak_detected was also observed. Sensor state 7 with event log 11 and sensor state 8 with event log 9 were an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected was an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. The sensor¿s algorithm can detect liquid ingress and confirm its presence on the board. When the sensor confirms this presence, the sensor moves to state 8 and self-terminates due to the patch algorithm determining there was evidence of moisture ingress in the patch circuitry. Therefore issue is confirmed to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia, confusion, tremors, sweating, coldness and was unable to self-treat, requiring treatment of water, sugar and glucose via i.v provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia, confusion, tremors, sweating, coldness and was unable to self-treat, requiring treatment of water, sugar and glucose via i.v provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.